Event description:
The customer reported that the speaker in their mx40 device was blown. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.